Manufacturer narrative:
The reported events of no output and no inductive telemetry were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states. The device was explanted and replaced. The patient was in stable condition.

Event description:
The patient presented to the emergency room due to low hear rate. Upon investigation, the device was unable to be interrogated via inductive telemetry. The device was explanted and replaced to resolve the event. The patient was in stable condition.